Manufacturer narrative:
Exact date unknown, event occurred since the day originally implanted.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively. The explanted ipg will not be returned.